Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation, fifteen electronic photos were provided for review. All fifteen photos shows various timelines of the port implanted in the patient body. Skin or area near insertion site was looked burned and redness were noted in all of the provided photos. The investigation is inconclusive for the reported fracture and leak issue, as the device was not returned for evaluation and the provided photos is not evident to show any deficiencies with the device. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a port removal procedure, the catheter was alleged fractured causing extravasation. The port area became red, tender and inflamed over the next five months. The redness turned into a deep maroon. Reportedly, the device was removed and replaced. The patients current status is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 10/2019).

Event description:
It was reported that during a port removal procedure, the catheter was alleged fractured causing extravasation. The port area became red, tender and inflamed over the next five months. The redness turned into a deep maroon. Patient current status was unknown.